Event description:
It was reported that the patient with this pacemaker thinks the device may have slipped out of the socket. There were no additional adverse patient effects reported. All available information indicates that as of this time, the pacemaker remains in service.